Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device battery was not able to charge as the unit was not recognizing the battery when it was installed. There was no patient involvement.